Event description:
The customer reported the operational check failed and the device was making a chirping noise and displaying a red x in the ready for use (rfu) indicator. There were no recent failures in the auto test summary. The device was not in use on a patient.